Manufacturer narrative:
The instrument was returned and evaluated. Complaint of broken cable is confirmed with the following clarification: cable is frayed. Conductor wires are intact and undamaged, but drive cable is frayed. The pitch up cable is frayed at the distal clevis hub. Frayed strands are just starting to stick out at the wrist. Other cables at wrist are not damaged. No other damage found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si hysterectomy procedure, the surgical staff reported seeing a broken cable on the pk dissecting forceps instrument. Nothing was reported having fallen into the patient. No patient harm, adverse outcome or injury was reported.